Manufacturer narrative:
A ge rep evaluated the sys and adjusted the 5v power supply. The sys is operating as intended. (B) (4)

Event description:
The customer reported the sys intermittently displays a communication error on the left monitor. No pt injury was reported.